Event description:
It was reported that the patient had three infections in her right knee which required the doctor to open and drain each time for each of the following dates; (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013.